Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported tip separation; however, the subsequent treatments appear to be related to the operational context of the procedure. Additionally, physicians tried displacing the separated tip via balloon angioplasty and stenting but were unsuccessful. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E1: initial reporter: first and last name were updated.

Event description:
MDR report#: mw5113961 - user facility medwatch report received that states "during percutaneous coronary intervention catheterization, the tip of an interventional wire broke off and dislodged into right coronary artery. Physicians have tried to displace the wire tip via balloon angioplasty and stenting but was unsuccessful. Patient was taken back to cathlab 2 days later to perform complex coronary stent implantation in the proximal/mid right coronary artery". No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. MDR report#: mw5113961. The UDI is unknown due to the part/lot number was not provided.